Event description:
It was reported that this right ventricular (rv) lead was fractured. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the lead measurements, including impedance and threshold, were irregular. The exact location of the fracture in the lead was unknown.

Event description:
It was reported that this right ventricular (rv) lead was fractured. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.